Manufacturer narrative:
It was reported that a patient underwent a procedure with a thermocool® sf nav bi-directional catheter. During the procedure, tip of the catheter was clogged although saline was gone. Fluid settings; <30w; 8 and >30w; 15. No patient consequence. Additional information was received on 06-nov-2023. There was no warning from the pump. There was an impedance rise when they tried to ablate. The caller asked the physician to take the catheter out immediately. The caller gave bolus irrigation, but no fluid came out of the holes. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. The device evaluation was completed on 15-dec-2023. The device was returned to biosense webster (bwi) for evaluation. A visual inspection evaluation and patency test of the returned device were performed following bwi procedures. Visual analysis revealed that the irrigation tube in the luer hub area was occluded with reddish material. For this reason, the irrigation test could not be performed correctly since occlusion was detected. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The irrigation issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® sf nav bi-directional catheter. During the procedure, tip of the catheter was clogged although saline was gone. Fluid settings; <30w; 8 and >30w; 15. No patient consequence. Additional information was received on 06-nov-2023. There was no warning from the pump. There was an impedance rise when they tried to ablate. The caller asked the physician to take the catheter out immediately. The caller gave bolus irrigation, but no fluid came out of the holes. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. This event was originally considered non-reportable, however, bwi became aware on 06-nov-2023 that the catheter was being used on the patient when the irrigation issue occurred and have reassessed the event as reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on (B)(6) 2023, noted a correction to the 3500a follow-up #1 as in error did not process the following fields: -h6. Type of investigation. -h6. Investigation findings. -h6. Investigation conclusions.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 06-dec-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).